Event description:
A 100 ml bag loaded and started at 11:09. The pump appeared to be working properly at 17:20. The pump alarmed low fluid volume. When the pump was opened by the rn to change bags the original bag was still full. Readout on the pump said 97.9 ml total fluid given and 2.0 ml fluid volume remaining. The patient suffered some minor discomfort. The bio med assessment: the history from the pump's memory matches the description given by the nurse. When tested, the pump functioned according to the manufacturer's specifications, delivering the programmed volumes. Both upstream and downstream alarms worked correctly. The pump has no visible damage and there are no entries in its service history since the last scheduled maintenance. This may be classified as a user error.